Manufacturer narrative:
The crp reagent lot number and expiration date were requested, but not provided. The field service engineer found play in the movement of the reagent probe. The related probe spare parts, including a plastic sleeve, were replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with one patient sample tested with crp4 (c-reactive protein) on a cobas 6000 c501 module. No units of measure were provided. The initial crp result was 0.6 and it repeated as 30.